Manufacturer narrative:
(H3,h6) the manufacturer representative went to the site to test the imaging system and found charger enclosure cycling and replaced charger enclosure and power tray but issue still presented. Later found issue can be at motion interface and rotor controller connection. Reseated all connections on control boxes, motion interface, system control board and power enclosure and restarted multiple times without issue occurring again. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000175, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000861. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an unexpected shutdown. No patient was present at the time of event.

Event description:
Additional information was received. It was reported that it was the image acquisition system (ias) that shutdown. The system was in the room with a patient but was not being used at the time. The site was done using it at the time of shutdown.

Manufacturer narrative:
Additional information in b5. H3, h6: the enclosure charger, lot number: c060324013 rev. 8, was returned to the manufacturer for analysis. The enclosure charger passed visual inspection and was installed in o-arm test system c1416. The system did not initialize. There was a firmware software mismatch issues. Image acquisition system (ias)firmware installer confirm older firmware version installed on charger cards. Codes b01, c13 and d02 are applicable to this analysis. The ias power tray, lot number: 2113020006 rev. 5, was returned to the manufacturer for analysis. Both fuses in the power tray tested good. Install power tray into test system c1396. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. There were no functional problem found while under test. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.